Event description:
It was reported that using an unspecified artery access approach during a procedure of the left anterior descending (lad) and diagonal (d1) bifurcation, the 2.25 x 18 mm xience v stent delivery system (sds) was advanced but could not cross the lesion for placement in the lad. It was noted that the shaft was broken and the device was removed without issue. A 2.25 x 15 mm xience v was used to complete the procedure without issue. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The shaft separation was confirmed. Failure to advance could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual and dimensional inspection analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.